Manufacturer narrative:
This event was identified on an online medical forum and there was no contact information available for the initial reporter. Therefore, it was not possible to obtain any further information regarding the event. This event could not be matched to a previously reported event to medtronic neurosurgery. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient's valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves.

Event description:
It was reported to medtronic neurosurgery that the patient had an inadvertent level change with their device.